Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was advised that the reservoir needed to be changed. The customer's father has been concerned about the no delivery alarm his daughter received on (B)(6) 2015. The issue was resolved with a set change. However, the father was advised to call back to trouble shoot the issue if the alarm occurs again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.